Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0tlld, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The device helped in the beginning, but now did not work. Prior to getting the device the patient catheterized himself. Since getting the device, the patient didn't use a catheter anymore, but it took them all day to go to empty their bladder. If the patient drank a beer it helped them go to the bathroom more than it did when they drank water. The second time it stopped helping the patient's symptoms had been going on for the last 2 to 3 months. The patient had the second lead revision on (B)(6) 2016 because it moved. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.